Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Foreign materials were unable to be identified. Based on the results of the investigation, a specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. The event may be detected/prevented, by following the instructions for use section sections below: chapter 7: cleaning, disinfection and sterilization procedures. Chapter 8: reprocessing workflow for endoscopes and accessories chapter 9: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to nozzle clogging, no water or air was fed. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to damage on the charged coupled device, the specified resolving power was not obtained, due to clogging of the nozzle, water removal ability did not meet standard value, the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear, the distal end had a scratch, the acoustic lens had a scratch, the adhesive on the bending section cover was detached, due to wear of the angle wire, bending angle in the "up, down, and left" directions did not meet standard value, the suction cylinder was scraped with a cleaning brush, the forceps channel had a dent, the universal cord had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector had a scratch and the light guide cover glass had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope¿s air/water channel was blocked. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified :foreign material was found in the nozzle